Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had a ¿surescan sensor¿ cervical implanted last friday. The patient had stimulation post op in recovery. The implantable neurostimulator (ins) was turned off, and when the patient went to turn it back on, there was no stim. The voltage was increased to 10.5 volts when the patient was at 1.5 volts post op. It was noted the patient felt some tingling at the pocket at 6.9 volts. It was noted that 5, 6, 7, 14 ,15,16 were all >40,000 ohms. It was noted the manufacturer representative (rep) tried programming with just 0+ and 1- and there was reportedly no response. It was noted they would x-ray to see if the lead had moved or came out of the connector block. It was noted that palpation did not elicit any response. Additional information received reported an x-ray of the battery and header block was taken. It was noted that the leads had pulled out and noted that ¿the assumption was that the physician forgot to screw in the leads with the torque wrench.¿ it was reported the patient was coming in for surgery to plug in the leads on (B)(6) 2014. Additional information received reported there was a possible problem with the ins. During the first implant last week, the leads were accidentally not screwed down, so they came out of the ins header block. The health care provider (hcp) connected the leads and screwed them down the day of the current report, after he removed as much fluid as he could from the header block. During the procedure, some stimulation was felt at 5 volts. After the procedure, no stimulation could be felt by the patient at 10.5 volts. It was noted that impedances after the procedure were ¿mostly in the low 2000 ohms range¿ and no contacts were reportedly out of range. Additional information received reported the rep ran impedances at 3.0 volts and the patient ¿didn¿t have anything out of range, but they were between 3000 ohms and mid tens of thousands of ohms.¿ future imaging was to be performed. It was noted that after the revision last week, the patient lost stim just hours after the procedure. The rep had reportedly attempted programming ¿up and down¿ the lead and cranked stim up to 9.5 volts but the patient felt nothing. Additional information received reported the patient was back in the office with the same issue. It was noted the patient¿s implant was x-rayed and it was ¿determined/believed¿ that the leads pulled out of the header block again. The rep tried to program and it was noted there were no viable contacts. Impedances reported had open values or really high/elevated values. A battery replacement was scheduled next (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a175, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a175, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a myelogram last week for an upcoming surgery on their neck to remove another disc. It was further reported when the device was implanted the healthcare provider (hcp) told them they were feeding it up their lumbar and somehow between 2013 and now the wires were no longer on the upper lumbar and were floating freely next to the spine, but were still connected to the implantable neurostimulator (ins). It was further reported that since implant the consumer had to be ¿cut open three different times to get the device to work because the leads kept coming out of the battery,¿ and the last time they replaced the ins and everything was working fine. Currently the leads weren¿t in the spine indicating the device wasn¿t performing like it was supposed to so they were going to have to be cut open again, and they wanted to know who they could talk to ¿say the heck with it¿ and have the device removed because it was more problems than it was worth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they ¿probably wouldn¿t be ready to undergo another surgery for a couple of months because they recently had a spinal fusion surgery.

Manufacturer narrative:
Conclusion code applies to the leads.

Event description:
Additional information received from the consumer reported that they had an appointment with a doctor scheduled for (B)(6) 2017 for a consultation but the patient preferred to have the system removed. It was noted that the therapy had worked well until the leads pulled away and the therapy was no longer centralized like it had been previously.

Event description:
Follow up information received reported that, when a new ins was placed, everything was fine and impedances were "good". The patient was reported as doing ¿good¿ and receiving getting therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the rep was going into a case the day of the current report to revise the previously reported issue. It was reported that when they implanted they "only had 75cm length, not a whole lot of slack." It was noted they had a little bit of strain relief at the neck and the battery was positioned with the ports facing up. Additional information received reported the implantable neurostimulator (ins) was implanted on (B)(6) 2014 and explanted on (B)(6) 2014. It was noted the device was implanted and the leads pulled out even with the screws tightened. This reportedly happened twice. Further, it was noted the battery was essentially in the pocket with both channels open. There was not much slack in the lead by the ins. It was noted that the reason for removal was device related. Specifically, it was noted the set screws were "possibly defective." The patient was not in a clinical study. There was no death or serious injury reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.